Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the patient developed non-persistent anterior chamber cell or flare, anterior uveitis/iritis one month after stent implantation, which required a change in the steroid regimen to a three-week tapering course of corticosteroid eye drops in both eyes; the condition resolved without sequelae, and by three months post-implantation, the patient had stable iris-device adhesion with good intraocular pressure and no obstruction.

Manufacturer narrative:
Additional information was added in h.3.,h.6. And h.11. A sample was not received at the investigation site for evaluation for the report of anterior uveitis/iritis, iris-device adhesion, and medication; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. While the root cause and its origin are inconclusive, the following factors outlined in the reported product¿s IFU (instruction for use) could potentially contribute to an outcome similar to the reported event. A potential postoperative adverse effect outlined in the device's IFU include anterior uveitis/iritis. The manufacturer internal reference number is: (B)(4).